Manufacturer narrative:
Manufacturer ref (B)(4). The additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Investigation submitted (B)(6) 2019 is still valid. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Patient is additionally alleging physical limitations. Per the (B)(6) 2011 computed tomography (CT) abdomen and pelvis with contrast: "an ivc filter is in place. There is a sudden change in contrast opacification above the filter which as well as abrupt change in opacification in the right renal vein which are unchanged". "Impression: periportal edema and heterogeneous hepatic enhancement. Concerning for portal venous thrombosis and superior mesenteric vein thrombosis". Per the (B)(6) 2018 ivc filter removal (successful): "successful removal of ivc filter using laser sheath with no complication".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, b6, b7, h6 (patient and device codes). Investigation: the following allegations have been investigated: thrombosis, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer ref# pr243402 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on (B)(6) 2020: it is alleged that "in (B)(6) 2018, [pt] underwent a second attempt to remove the cook filter. Her doctors were ultimately able to remove the filter in its entirety after carefully dissecting the filter from the ivc wall. Patient outcome: it is alleged that "[pt] has suffered significant, disfiguring injuries, including significant pain and distress restricting her ability to engage in activities of daily living"

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain, fear, anxiety, and additional procedures are directly related to the filter and unable to identify a corresponding failure mode at this time. The following allegations have been investigated: migration, tilt, vc/organ perf, embedment, unable to remove, pain, fear, anxiety, additional procedures. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No relevant notes on neither device or lot number. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: (B)(4).

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). MFR site: name and address for importer site: (B)(4). Additional information: age or date of birth, weight, adverse event or product problem, event, relevant tests/laboratory data, other relevant history, brand name, lot#, explant date, device manufacture date. Patient codes: vessels, perforation of (2135)-listed in IFU; organ(s), perforation of (1987)-not listed in IFU; vessel or plaque, device embedded in (1204)- not listed in IFU. Device codes: migration (4003)-not listed; difficult to remove (1528)-listed in IFU; appropriate term/code not available (3191): {device perforation}- not listed in IFU; appropriate term/code not available (3191): tilt-listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right femoral vein due to trauma. Patient is alleging filter migration and protrusion in l3 vertebra (on (B)(6) 2016), protrusion into the duodenum, tilt, vena cava perforation, device is unable to be retrieved and hook embedment within the hyperplastic intimal tissue. Patient further alleges severe back pain which worsens with movement, fear, anxiety and additional procedures (on (B)(6) 2016, on (B)(6) 2017, on (B)(6) 2018). Attempted filter retrieval on (B)(6) 2017. The filter was successfully retrieved on (B)(6) 2018. On (B)(6) 2017, computed tomography-pelvic venogram run off: "vascular findings: similar position and appearance of infrarenal inferior vena cava filter with limbs extending outside the inferior vena cava, particularly along the anterior portion". On (B)(6) 2017, retrieval report (attempted): "procedure: attempts to remove the inferior vena cava filter. Description of procedure: attempts to remove the inferior vena cava filter with a number of snares were made. These were unsuccessful. The filter appeared to be tilted with the hook embedded within the hyperplastic intimal tissue of the inferior vena cava. Additional attempts were made but they were unsuccessful as well. The patient is to follow up with the physician for removal of the inferior vena cava filter". On (B)(6) 2018, computed tomography-abdomen and pelvis with contrast: "vascular/lymphatic: an inferior vena cava filter appears collapsed along the posterior wall of the inferior vena cava while it appeared expanded on the prior study. Impression: collapsed inferior vena cava filter along the posterior wall of the inferior vena cava, a change from 2012 where it was fully expanded".